Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedances out of range, consequence of a suspected lead fracture. This lead was succesfully replaced on the right side due to left side was occluded. No additional adverse patient effects were reported.